Manufacturer narrative:
Vyaire file identification number (B)(4). At this time the suspect device has not been evaluated by vyaire medical. Any additional information will be included in a follow-up report.

Event description:
A customer reported to vyaire medical that a vela ventilator went "vent inop" while testing the ventilator. The ventilator error log indicated transducer fault, motor fault and circuit occlusion errors. The customer requested an onsite service visit to repair the unit. The customer reported there was no patient involvement associated with the event.